Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A separate medwatch report was filed for the first valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve was implanted deep resulting in severe paravalvular leak (pvl). An attempt was made to snare the valve into a higher position, but was unsuccessful. Subsequently, this transcatheter bioprosthetic valve was implanted valve-in-valve. During the first and second implant, and electrocardiogram (ECG) indicated ventricular fibrillation. The conduction disturbance occurred and resolved several times. After the implant of the first valve, an occlusion was confirmed at left main trunk (lm) but resolved without treatment. After the implant of the second valve, the occlusion reoccurred. A percutaneous coronary intervention (pci) was performed, but did not resolve the occlusion. Subsequently a coronary artery bypass graft (CABG) was performed. It was suspected that the coronary artery occlusion was due to a thrombus or plaque, as there was no evidence that the valve had occluded a coronary artery. Approximately two weeks post implant, the patient died. Per the physician there was no alleged product issue related to the death.

Manufacturer narrative:
Updated data: a1. Patient identifier. B2. Outcome attributed to adverse event. B5. Additional information was received that during the implant procedure, into a patient with left coronary artery stenosis, due to the coronary artery occlusion, the case was converted to a thoracotomy. Per the physician, the patient's death was related to the medtronic device and the procedure. The cause of death was not received; but was indicated to be cardiac in nature and related to "extensive" myocardial infarction. B7. Relevant history. D4. Unique identifier (UDI) #. D8. G. All manufacturers. G2. Report source. H1. Type of reportable event h3. H6. Patient codes, eval code method, eval code result, eval code conclusion. Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.